Event description:
Product analysis was completed on the returned lead. Fracture was confirmed. During visual analysis, coil1 was found to be broken in the second portion of the lead. The broken ends showed signs of a stress induced fracture (fatigue appearance). Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. There were dried remnants of what were once likely body fluids inside the outer and inner tubing. There was no obvious path of fluid ingress other than the identified openings and cut ends. Other than the broken coil and abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
It was later reported that the patient had a full revision surgery due to the high impedance. Suspect device has not been received by the manufacturer to date.

Event description:
The suspect device has been received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient¿s vns is not functioning since high lead impedance was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.